Event description:
Capsular contraction syndrome was reported post lens implant. The doctor attempted a peripheral yag capsulotomy on patient's right eye, but indicated that the yag treatment may not have been successful. According to the surgeon, the patient may need add'l yag laser treatment sessions. Add'l info has been requested, but has not been rec'd.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.